Event description:
Spontaneous call, pt said that the plastic part where you thread the ms3 cap on is broken from pressure and she is no longer able to use that pump (sn (B)(4)). She has been using her other pump with no issues / harm. Shipping out a new pump and will have broken pump returned for repair / discard. Is the actual device available for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; reported to (B)(6) by pt/caregiver.